Event description:
It was reported the duodenovideoscope exhibited a blockage in the sub water inlet and water wouldn't flow when being pushed with a syringe after being returned from a repair. Additionally, the water supply was heavy. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected field: h6 (component code has been corrected to 525 - tube) additional information added to fields d8, h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 19 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation was confirmed. Based on the results of the investigation, it is likely that the forceps elevator wire channel may be kinked, deformed, crushed, or clogged, resulting in a clogged channel. However, a root cause could not be identified. The instruction manual states the inspection method associated with the event in "operation manual jf-260v chapter 3 preparation and inspection", and preventative measures in "reprocessing manual jf-260v series chapter 3 cleaning, disinfection, and sterilization procedures". Olympus will continue to monitor field performance for this device.